Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is( B)(4) . Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was implanted with another manufacturer's implantable cardiac monitoring device on an unspecified date. On (B)(6) 2018, it was not possible to interrogate the implantable controller, and the patient felt something vibrating in the thorax at the lvad location. The physician reportedly noticed the patient's chest "vibrating" at the pump location. Taking the telemetry wand away, the phenomenon disappeared. The situation could be reproduced right away. However, an unspecified time later when the patient's pump was checked using the power module and the system monitor, the situation could not be reproduced. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The cause of the reported event could not be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) explains that the heartmate 3 pump may cause interference with implantable cardioverter defibrillators (ICD) and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. The patient remains ongoing on heartmate 3 lvas. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.